Manufacturer narrative:
Our product evaluation laboratory received one model 831f75 catheter with a monoject limited volume syringe and usp syringe. The proximal injectate extension was detached from the backform. The distal end of the proximal injectate extension tube was flush with the distal end of the insert. The extension should be inserted at 0.240 inches (+.050"/-.050") beyond the insert. The balloon inflated clear and concentric, and remained inflated for 5 timed minutes without leakage. All other through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The customer report of "blue tubing (cvp) broke away from the catheter" was confirmed on evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures inherently involve some patient risks. Although serious complications associated with pulmonary artery catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are well documented in the literature. It is standard clinical practice to inspect these devices prior to use on a patient. If a lumen disconnects from the hub during use, there would be risk of blood loss. The swan ganz catheter can be exchanged with a minimal delay in patient care and monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported to the edwards representative that while ¿shooting a cardiac output¿ on post-op day 1, ¿the blue tubing (cvp)¿ broke away from the pulmonary arterial (pa) catheter and ¿squirted everyone¿. Another pa catheter was used to resolve the issue. There was no allegation of patient injury. Additional information was requested from the customer but not provided, including the model and lot numbers and patient demographics.

Manufacturer narrative:
Reference CAPA-20-00141.